Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00770301500; serial #: (B)(4). Initial reporter: (B)(6). On november 4, 2019, it was reported that the roller plate metal strip broke. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet (B)(4) on november 4, 2019 revealed that the pre-test could not be performed due to the damaged comb. The handle was found to have no lubrication on it and the bottom roller was worn. The side plates were worn on the inside edge of the bottom roller and the shoulder bolts, washers and nuts required replacement. Repair of the skin graft mesher was not performed by zimmer biomet (B)(4) as the customer did not proceed with the repair. The device was returned to the customer unrepaired. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the pre-test could not be performed due to the damaged comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the roller plate metal strip broke. During investigation of the device, it was revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.